Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results from the investigation, foreign material was confirmed in the air/water channel and in the air/water cylinder, however; it was not possible to identify the foreign matter. The reprocessing information was unavailable, hence; it was unable to confirm if there were deviations from the reprocessing steps as presented in the instruction for use (IFU). There was no physical damage in the area where the foreign object remained. A definitive root cause could not be determined. The event can be detected and prevented in accordance with the following IFU. The detection method is described in the instruction manual gif-ez1500 operation manual chapter 3 preparation and inspection. Preventive measures are described in the instruction manual gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited white foreign material in the air/ water channel and the air/water cylinder had foreign objects. There were no reports of patient involvement.